Event description:
The user facility's surgical tech informed the MFR's representative of the following: pt was closed, final aspiration, no blood return, tried a second time, no blood return, opened pt, no blood return. Took device out and replaced with another device or same catalog number. Pt is doing well.